Event description:
The customer reported the device intermittently failed to fully power up for use and intermittently could not be powered down unless all power sources were removed. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device intermittently failed to fully power up for use and intermittently could not be powered down unless all power sources were removed. There was no pt involvement. The local philips rep evaluated the device, but was unable to recreate the issue. At the discretion of the philips rep, the processor pca was replaced. The device passed all testing and was returned to the customer. Based on the customer's report we are considering this a malfunction. The cause of this malfunction cannot be determined.